Event description:
The patient had an endeavor sprint stent implanted in the prox lad. The day after the index procedure, the patient suffered hypertension and bradycardia and recovered without treatment. Two days after index procedure, the patient suffered from angina and recovered without treatment. One month after the index procedure, the patient suffered from dull back and shoulder pain and recovered without treatment. A year and two months after the index procedure, the patient had an endeavor sprint stent implanted in the prox rca. One and 6 months from the index procedure, the patient had another stent implanted in the mid lad. Mi during the index procedure or re-pci, non q-wave mi not in the territory of the target vessel; side branch occlusion, periprocedural mi due to loss of the side branch during pci to lad. (Ref MFR report number 9612164-2011-00049).

Manufacturer narrative:
(B)(4). Evaluation: results: (mi). Conclusion: no conclusion could be drawn.